Event description:
It was reported that the ilet charger did not charge the device despite the user trying multiple outlets, verifying correct cable connections to the charging pad, confirming correct device orientation on the pad, and ensuring the clip was attached to the pump; the ilet battery depleted, and the user transitioned to multiple daily injections without reported blood glucose impact. Symptoms included none. Outcomes included no alerts or alarms, no hospitalization, and continued therapy via injections. Investigation included troubleshooting and user education, with replacement charging equipment shipped. Investigation of this case revealed a charger not functioning as intended, consistent with a suspected malfunction of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.